Event description:
It was reported that the customer's blood glucose (bg) was recorded as low. Treatment information was not provided. Low bg had resolved. Contact reported there was no issue with the pump. Customer had dosed too much insulin for breakfast, weather was hot, and customer was walking a lot. No further assistance was required. No additional information was provided.

Manufacturer narrative:
Per the tandem diabetes user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.